Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (5 mg/ml) at 0.5 mg/day, clonidine (100 mcg/ml) at 31.1 mcg/day, compounded baclofen (25 mcg/ml) at 7.78 mcg/day, and morphine (20 mg/ml) at 6.229 mg/day via an implantable pump for non-malignant pain. There was a programming error related to the bridge bolus. The healthcare provider did not program a bridge after changing drugs on (B)(6) 2016 as they did not know how to delete the additional previous drugs. The healthcare provider knew they needed a bridge bolus, but elected not to program it at the same time the drug was changed, until they could get assistance deleting the other drugs. They left it programmed the way it was and brought the patient back the following day to reprogram. The flow rate remained the same for the old drug in the catheter and pump tubing, as it would have with a programmed bridge bolus. At the time of the appointment the following day to reprogram, the calculated bridge was within minutes of completion based on the total drug volume of 0.34 ml and 6.229 mg/day of 20 mg/ml dilaudid (the previous primary drug). The pump was programmed at 9:32 on (B)(6) 2016, and the time on the programmer the following day was 9:19, which was about 1.5 hours off from the actual time. But because the time on the programmer had not been changed yet, the time difference would be accurate. The pump was updated with the new drug info and flow rate. There were no symptoms reported.

Manufacturer narrative:
Refers to the main device, other components include : product ID :8840, product type: programmer, physician. Correction to device codes (B)(4) to better address the nature of the event scenario.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.